Event description:
Diabetic supply customer service representative called to report that a customer rec'd a reading of 90 mg/dl, began to feel ill and an ambulance was called. Paramedics tested the customer's glucose and rec'd a reading of 40 mg/dl. Glucose was administered in order to raise levels. Customer was admitted to the hosp and was released aftter several hrs.